Event description:
The customer reported that their central nurse's station (cns) is displaying 2 error messages that state that "no data available" and "data interrupted".

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) medical center reported the following issue with pu-621ra (main unit for cns-6201a); sn (B)(6) , from patient monitoring: arrhythmia recall would not populate data for (3) bedsides. Cns is displaying 2 error messages that state that "no data available" and "data interrupted". The customer also reported that these error messages occur when they try to view arrhythmia recall or alarm history for arrhythmia recall. 3 bedside monitors seem to be affected. Investigation summary: the root cause of the issue was determined to be corrupted hard drives.the overall risk of this event, taking into consideration of severity and probability, is "high". The reported issue does not require further investigation through CAPA process since hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. Additional model information: d10: 3 bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: 3 bsm's - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying 2 error messages that state that "no data available" and "data interrupted". The customer also reported that these error messages occur when they try to view arrhythmia recall or alarm history for arrhythmia recall. 3 bedside monitors seem to be affected. They will be purchasing new hdd's in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying 2 error messages that state that "no data available" and "data interrupted".